Event description:
It was reported that the patient aspirates and her pulmonary condition deteriorate. Given the overall situation, intubation should be avoided if possible; therefore, the decision is made to perform bronchoscopy under sedation via the nasal route. The endoscope becomes blocked several times due to very thick secretions and must be flushed repeatedly outside the patient. After approximately the third time, the cold light illumination at the front of the bronchoscope fails. The image from the camera is still visible on the monitor under room lighting, but as soon as the scope is inserted into the nostril, visibility is lost because there is no light. The bronchoscopy must be discontinued. The patient was reintubated following further pulmonary deterioration; however, this would likely have been necessary even if the bronchoscopy had been successful. Due to discontinuation of bronchoscopy and reintubation, a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).